Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with hostile anatomy with annular and left ventricular outflow tract (lvot) calcium under the left coronary cusp (lcc), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 mm semi-compliant balloon. The valve was deployed, however the position was too high, therefore was recaptured. Upon the first recapture, an infold was seen on fluoroscopy. The valve and system were withdrawn and replaced. The replacement valve was successfully implanted. Of note, the initial valve was loaded correctly and passed the fluoroscopy screening. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012034012); product type: delivery catheter system (dcs)  product ID l-evolutfx-34 (lot: 0012052298); product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 89mm with a perimeter derived diameter of 28.3mm, suggesting a 34mm evolut fx. Calcification was present in the aortic annulus extending into the left ventricular outflow track (lvot). Fluoroscopic valve load inspection was not provided for review; however, an infold was not reported during the first deployment attempt. The valve was recaptured and appeared to be infolded during the subsequent deployment attempt. The infolded valve was recaptured and removed from the patient. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.